Manufacturer narrative:
The device was evaluated by a regional repair center and the customer's complaint was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cover glass of the insertion section is cracked, and the r-unit is broken, therefore stripes in image occur. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited the cover glass of the insertion section was cracked and the r-unit was broken, therefore stripes in image occur. There was no patient involvement.